Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. No corroded reservoir tube noted. However, corroded motor home switch noted during visual inspection. Unit received with cracked keypad at select button.

Event description:
Information received by medtronic indicated that the insulin pump had crack and the leak occurred at the reservoir barrel or o ring. Customer stated there was fluid in the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.